Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's spouse stated that they found a bent cannula after removing the infusion set. The customer's blood glucose was over 500 mg/dl at the time of the incident. The customer's blood glucose was 474 mg/dl at the time of hospitalization. The customer's spouse stated that they were wearing the insulin pump at the time of hospitalization. The date of the hospitalization was (B)(6) 2016. The insulin pump will not be returned for analysis.